Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Event description:
The complainant reported that during impella 5.5 support, the 58-year-old male patient developed a hematoma at insertion site prompting the team to stop anticoagulation. The pump was successfully explanted after 11 days of support.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The pump was investigated and catheter was damaged near the cannula. The catheter damage does not affect the failure mode investigation. However, clinical details were not sufficient. Therefore, the root cause of the access site bleed could not be determined. Added d9 device return date corrections to the initial MFR report: g1 MDR reporting contact email.